Manufacturer narrative:
A review of this complaint found that the zio xt device was applied to the patient in their healthcare provider¿s office. During the xt application process, the patient complained of pain due to aggressive abrasion of the skin at the xt site. The patient confirmed he did have a history of reaction to adhesive but nothing as severe as this before. Although the reported aggressive skin abrading and the patient¿s sensitive skin cannot be ruled out as contributory factors, the cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.

Event description:
The patient presented a skin irritation with signs of a secondary infection allegedly caused by the zio xt to their healthcare provider. The patient was noted to have ¿yellow oozing¿ at the patch site. As a result, the device was removed, and the patient was prescribed an antibiotic cream- clindamycin phosphate 1%, and a steroid cream-triamcinolone acetonide to apply to the affected area.